Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2,000 mcg/ml at a dose rate of 100 mcg/day an implantable pump for intractable spasticity. It was reported that the patient¿s device was explanted due to discomfort for the patient. It was further noted that the reason for return is that it didn¿t seem the patient was benefitting from the pump. It was noted that the physicians would just like the manufacturer to check the pump out and confirm that it was working within specifications. It was noted that no patient harm occurred. No patient death occurred. It was noted that the impact was only getting it removed, but there were multiple reasons the pump was removed, one of which was an unclear picture of the patient receiving benefit from the therapy. Other reasons included multiple site infections since the patient could not stop picking at herself, including the surgical sites. It was further clarified that the pump was not removed just to send back to the manufacturer, but it was removed because it was determined by the patient¿s physician¿s that it was best for the patient. The pump and complete catheter were explanted. The catheter was discarded by the hcp, however the pump was returned to the manufacturer. The pump and catheter were explanted on (B)(6) 2016 and were not replaced. The date of the event was unknown / unavailable. The issue was noted as having been resolved as of the date of the report ((B)(6) 2017). The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event were unable to be obtained. The patient was indicated as not being in a clinical study; the following reference ID regarding the patient was reported as being (B)(6).

Manufacturer narrative:
Evaluation of implantable pump (B)(4) did not identify any anomalies. The returned pump passed all functional testing in the laboratory.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.